Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/02/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/13/2016 with the following findings: call service 078-0008 alarm was observed in the black box and alarm history. On investigation, the pump powered on properly with no alarms. Rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours, after 24 hours no call service alarms were received. The pump was opened for further investigation revealing evidence of moisture corrosion on motor flex connector. Investigation did not duplicate the reported call service alarm but was verified in the pump download history.